Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. Review of the most recent repair record determined the unit had a damaged neck and headpiece. The neckpiece, machine head, control bar, o-ring, reciprocating arm, ball bearing and e-ring were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00777; 0001526350-2023-00774; 0001526350-2023-00775; 0001526350-2023-00776.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report based on information discovered during the device evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Report source: australia.

Event description:
It was reported that the unit was broken and could not harvest skin. The issue did not occur during surgery and there was no patient involvement. There was no reported patient impact. No adverse event was reported. Due diligence is complete and there is no further information available.